Event description:
A us distributor returned a monitor indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the u1003 (pld component) on ca board sn (B)(4) was shorted. The cause of the inability to power on is the shorted pld. The root cause of the shorted pld cannot be positively identified. No adverse event resulted from the defective monitor.